Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was unable to replicate the customer reported complaint. The fse completed testing of the universal surgical manipulator (usm) and no trouble was found. Based on follow up with the site, the fse suggested making sure the site isn't using too much force to insert with the guided tool change (gtc), and site agreed to monitor. The fse also conducted usm exchange only due to recalibration of the system. The complaint was not confirmed based on field evaluation. The probable root cause is due to unintended use error.

Event description:
It was reported that during a procedure, there was an issue with the alignment target. The instruments were not being inserted to the correct spot as displayed on the monitor during a guided tool change. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: field service engineer (fse) states that occasionally, the customer go to do a guided tool change (gtc) it goes beyond the path. The gtc makes micro adjustments as the instrument is being inserted. Fse attempted to replicate and has not been able to. Fse instructed the staff that too much force can cause the path to freeze up instead of making the micro adjustments that is intended. The site stated too much force may be the cause but has not been confirmed. This issue has occurred across 4 of their systems. No harm has come to any patients. Follow up call with the robotics coordinator clarified the issue further. When the assistant puts the instrument in, the instrument is to the right of the guided path at times. The instrument is still touching the path. But the left most part of the instrument is touching the right most part of the pathway. No harm has occurred to any patients.